Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 8204967 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that "enbrel" leaked from the bd precisionglide¿ needle while injecting it due to incorrectly screwing the needle onto the end of the syringe. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "patient did not correctly screw 27g needle correctly onto end of syringe that had 0.4 ml (10mg) enbrel in it. Some of the med leak out as she injected it."